Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection of the abutments, it was found that the walls have fractured and therefore do not function properly. A definitive root cause could not be determined. A likely root cause is that the walls were cut down too thin with excessive force applied during preparation. All (B)(4) abutments from this lot have been shipped. This report is the first against this lot and is considered and isolated event. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
The dentist indicated that the abutments fractured. The abutments fractured despite taking drilling and refrigeration precautions. There was minimal prep completed on the abutments. The doctor stated that there was no serious patient injury or infection.